Event description:
It was reported that the patient had charged once while she was in the hospital, but when she got home one day prior to the report, it didn't work. Her hospital stay was not related to her scs (spinal cord stimulation) therapy. Four days later it was reported that there was a coupling problem and a communication problem. The patient was still having trouble with getting the implant to charge. It was stated that "all the equipment" had been replaced and the patient still was not able to get coupling or communication although getting 8 coupling bars at one point was stated and she had half a charge on the ins (implantable neurostimulator). During the report, getting coupling was not achieved. [Omitted information pertains to a different event, split request pending] six days later the analysis found that there was a bent connector pin in the connector. Three days later the analysis found that the recharge antenna cable was discolored so it was replaced. Software and label were updated, and the face plate was changed "per (B)(4)." Additional information has been requested but was not available as of the date of this report. When received, a supplemental report will be submitted.

Manufacturer narrative:
Concomitant products: product ID 37751, serial# (B)(4), product type recharger; product ID neu_unknown_lead, product type lead. (B)(4).